Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle was giving a wrong command, button up makes articulation to one side and closes load. It was stated that the device was rebooted and did not function, but made it work. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no visible damage and a completely depleted battery. A review of the system logs showed that an alternate key was pressed before the intended one. This resulted in the handle actuating in a way that was not intended. It was reported that the device articulated on its own, and the jaws of the device closed unexpectedly. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The cause of the reported condition of the handle articulating left when the open key is pressed is due to the left articulation key being pressed prior to the open key. The root cause of the articulation key being pressed prior to open key is due to interference of toggle switch actuator actuating the left articulation key prior to open key. The evaluation detected an unreported condition: visual analysis noted that the screen was abnormal. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not clearly visible when held in this manner. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.